Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login to the station to pull medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the user was unable to log in to the station to retrieve medications. A technical support specialist (tss) advised the customer to reset their password and coordinated with the it team to verify and reset the user account in active directory (ad) to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue of the device.